Manufacturer narrative:
The user facility report was received with 3 months delay after the event and was the only source of information; the hospital did not involve the local dräger s&s organization into any follow-up measures, and the contact person named in the ufr was not able to provide additional details. This lack of information does not allow a case-specific evaluation. As a general assessment, the following can be derived from the ufr: a black screen and output stop would be a strong indication for a complete loss of energy. The device is equipped with an internal battery to cover mains power losses for a certain period of time - it is thus unlikely that the event was the consequence of a single-fault condition. A complete loss of power triggers an acoustical alarm for at least two minutes which is buffered by an independent power source. The device is nearly 10 years old; its state of repairs and preventive maintenance is not known to dräger. Finally, the exact circumstance under which the event occurred could not be determined. Under consideration that the device was probably put into operation with a completely worn internal battery, multiple factors must be taken into consideration as a contribution to let the missing energy back-up source come into effect: infrastructure issues (loss of mains power supply), use error (accidentally unplugging the power cord), technical issues (malfunction of the internal power supply) or a combination of multiple factors. The reported event may also have been related to other conditions than loss of energy supply - a differentiation is not possible due to lack of information.

Event description:
Dräger received a user facility report in which it was stated that: "the ventilator suddenly blacked out and ceased functioning". Reportedly, the users bridged patient support with a manual breathing bag and introduced another device for replacement. It was mentioned that the event did not lead to final health consequences for the patient.